Manufacturer narrative:
(B)(4). Product investigation results: a fully constrained wallflex biliary rx fully covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual analysis of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the gas section).there were several kinks noted in the in the inner member near the proximal end of the gas section. Functional evaluation revealed that the stent could not be deployed using the delivery system received; however, the stent was able to be deployed by gripping the outer sheath and pulling the tip distally. No other issues were noted with the stent and delivery system. Based on details of the reported event and the condition of the returned device, the device may have encountered difficult patient anatomy such as stenosis or tortuosity which may have resulted in the complaint incident. The damages noted of the returned device were consistent with the application of excessive force during use. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable cause is adverse event related to procedure. A review of the device history (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used to treat a cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6)2018. According to the complainant, during the procedure, the stent would not deploy. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. This event has been deemed a MDR- reportable event based on investigation results which revealed that the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the gas section).